Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump also received with minor scratches on lcd window, cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads and scratched around casing.

Event description:
Customer states he received a button error alarm. Customer's blood glucose was 130 mg/dl. After troubleshooting, customer was advised insulin pump would need to be replaced. No further information provided.